Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5090144.pdf]

Event description:
Terumo medical received an FDA medwatch report # mw5090144. The event description states: upon completion of a cardiac catheterization, the angio-seal closure device failed to close the arteriotomy in the femoral artery and a perclose device was utilized for attempted closure. The perclose device failed to close the arteriotomy in the femoral artery and manual pressure was applied resulting in a hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.